Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 45 curved-tip stapler was installed on the system 2 times and fired 1 white reload. On install 1, a white reload was installed, however no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the second firing using the sureform 45 curved-tip instrument with a white reload could not be completed. Tissue was not fully closed and malformed or unformed staples were observed in the staple line. Tissue was noted to be stuck to the white reload. There were no reported missing staples, however, there were holes observed within the staple line. Bleeding was observed that was unexpected. The bleeding was not reported to be severe and was brought under control quickly with sutures. No error messages were generated when this stapling issue occurred. No fragments were reported to have fallen into patient. A backup instrument of the same kind was used to complete the procedure. No procedural delay was reported. The patient did not experience any post-operative complications. The patient was reported to be doing well and has been discharged from the hospital.